Event description:
It was reported that during initial implant procedure, the passive-fixation lead was unable to be implanted. The lead was not used and an active fixation lead was implanted. The patient was stable.

Manufacturer narrative:
The lead was returned due to unable to implant. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.